Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a connected dexcom g7 and a 6 mm/23 in infusion set, with a fingerstick blood glucose of 450 mg/dl despite no food intake, no medication triggers, and no visible infusion set or site issues. Symptoms included no reported physical complaints. Outcomes included user-initiated corrective actions consisting of disconnecting from the pump, pausing insulin delivery, administering subcutaneous insulin by pen, and planning to charge the device, along with education on infusion set rotation and the directive to replace the set when unsure. Investigation included user troubleshooting with customer care. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with no adverse clinical sequelae reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.